Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported during a pump refill on (B)(6) 2020, a pump reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 3.5 ml and the actual reservoir volume (arv) was 9 ml. There was no associated signs and symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen (unknown dose and concentration) and hydromorphone (unknown dose and concentration) via an implantable pump for malignant pain and cancer pain. It was reported during a pump refill on (B)(6) 2019, a pump reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 2.9 ml and the actual reservoir volume (arv) was 25 ml. There was no associated signs and symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.